Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in hospital. The customer was hospitalized around (B)(6) 2019. The cause of death was high blood glucose, kidney not working, and a heart attack. The caller stated that the customer had kidney issues and a heart attack that may have led to the customer's passing. The customer¿s blood glucose was over 800 mg/dl at the time of hospitalization. The customer was wearing the insulin pump at the time of death. It is unknown if the customer was using sensors. The caller declined to return the insulin pump for analysis.